Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent markers were not visible under fluoroscopy. The target lesion was located in the iliac artery. An epic iliac stent was advanced to treat the lesion. However, during procedure, the stent markers were not visible under fluoroscopy while trying to position and deploy the stent. The procedure was completed with this device. No patient complications were reported and patient's status was stable.